Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was able to confirm the reported issue. The representative resolved the reported issue by replacing the interface (umbilical) cable. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, when starting up the imaging system, the system displaying "waiting for mobile viewing station to initiate communication." Restarting the imaging system and re-seating the interface (umbilical) cable did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect interface (umbilical) cable was received by the manufacturer for evaluation. An electrical evaluation found that opens existed between two lines within the cable. Additionally an open was found between two connectors within the cable. This confirmed an electrical issue due to the open.